Event description:
It was reported that on (B)(6) 2015, during device preparation, the 2.5x28mm multi-link stent dislodged in the protective sheath. Reportedly, there was no difficulty removing the protective sheath. The device was not used, so there was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.